Manufacturer narrative:
Unit was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Unit received with high idle current due to corroded electronic assemblies. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No threshold suspend noted. Unit alarmed lost sensor connecting to glucose sensor simulator due to corroded electronic assemblies. The battery cap inspected and no anomalies noted. No traces of moisture were noted at motor assemblies per visual inspection. Unit received with missing end cap sticker, cracked case at display window corners, and belt clip slot. Unit was also received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a foggy display. There was condensation under the lcd display. The condensation appears to come and go. The insulin pump was not exposed to moisture. Customer's blood glucose level was from 69 mg/dl to 121 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.